Manufacturer narrative:
This occurred in 2009. Conclusions: the information provided indicated the incision made in the abdomen was less than 1cm in length. The instructions for use direct the user to make a 1cm long incision through the skin and subcutaneous tissue. The instructions for use warn the user that a smaller incision may contribute to extreme resistance on the gastrostomy tube when exiting the fascia. A smaller incision could have created additional resistance when the user was attempting to pull the feeding tube through the incision site. If additional resistance is encountered, this can encourage the application of additional pressure during feeding tube placement. Because the abdominal incision made in the case was less than 1cm in length, this is the most likely contributor to the reported tissue damage. Peristomal wound infection is listed in the instructions for use as a potential complication associated with placement and use of a gastrostomy tube. The instructions for use direct the user to prepare the site for the stoma incision by following the surgical guidelines determined by the medical institution. An infection at the abdominal incision site can occur if the site is not prepared properly for the stoma incision. The information provided indicated the infection developed within 36 hours after gastrostomy tube placement. The patient care manual instructs the caregiver to clean the skin around the tube insertion site, by paying special attention to the area under the bolster. This area should be cleaned twice daily or as directed by the physician. Failure to follow these cleaning guidelines can lead to peristomal wound infection. The patient care manual enclosed in the kit is intended as a reference for the caregivers of the patient. The instructions for use inform the user that it is essential for the patient care manual to remain with the patient and be explained to all people responsible for care of the patient. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection prior to distribution. Corrective actions: no corrective action warranted at this time because the report could not be verified. The information provided indicated the product was used in contradiction with the instructions for use. The reported occurrence involves an inherent risk of the procedure and a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a gastrostomy tube placement, the physician used a cook endoscopy flow 20 percutaneous endoscope gastrostomy set - pull. The tip of the endoscope is advanced through the patient's mouth and esophagus into the stomach. The endoscope tip remains inside the stomach, so the clinician can view the abdominal incision from the inside of the stomach. An incision in the abdominal wall is performed through the skin and subcutaneous tissue, entering the stomach. After the incision, the needle and cannula unit is inserted through the skin incision into the stomach and the needle is removed. This leaves the cannula in place and maintains access to the stomach. After the cannula is placed inside the incision, the looped insertion wire is then advanced through the cannula into the stomach. After the looped insertion wire is inside the stomach, a snare of forceps device is advanced through the endoscope to grasp the looped end of the wire. While maintaining the snare or forceps securely around the looped insertion wire, the endoscope and looped insertion wire are moved out of the patient's mouth. This is performed so that the looped insertion wire is extending from both the patient's mouth and abdominal incision. This is necessary for feeding tube placement. The insertion wire loop is passed through the metal loop end of the feeding tube to form a knotless connection. This connection is formed by applying simultaneous gentle traction on both loop ends. The feeding tube is now ready to be advanced into position by gently pulling the looped insertion wire through the abdominal incision until the metal loop end of the feeding tube has fully emerged from the abdomen, and the internal dome of the feeding tube is in proper position inside the stomach. The information provided indicated the metal loop of the feeding tube did not collapse down during passage through the abdomen, causing tissue damage as it was pulled through the abdomen incision. This observation did not prevent feeding tube placement; the feeding tube was successfully placed. Within 36 hours of feeding tube placement, the patient developed an infection at the abdominal incision site. The infection was treated with antibiotics. The user alleges the infection is a result of the tissue damage caused by the metal loop of the feeding tube. A foreign object did not have to be retrieved from the patient. No additional procedures were required in response to this reported observation.